Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information and additional information supplied by the manufacturer and the customer. Please refer to the following sections for the new information: b5, d8, d9, e2, e3, g2, g3, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that due to damage on the cable unit, noise occurred in image. Additionally, other evaluation findings include the following: due to damaged cable the water tightness was lost. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.". The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer. The customer clarified that noise occurred in the image.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the subject device had a faulty camera lead connection that does not connect all the time. Additionally, the camera cable was found to be noisy. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.